Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until (B)(6) 2011. The temperature dropped to below freezing during this period indicating the device was not being adequately stored. Between the (B)(6) 2011 there are multiple events which would indicate the device was switching itself on automatically. The problem with the device was attributed to a fault in the membrane. There is evidence the device was not being adequately stored. Exposure to extremely low temperatures is known to have a detrimental effect on the device membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was a pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.